Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: the actual device was returned for evaluation. One used section of the device was visually examined under a stereomicroscope. The returned used mesh was a rectangular 6" x 4" section with another section of 6" x 1" stitched onto the other piece along the centerline with three sutured knots over a 2' distance. Both mesh sections were delaminated with no orc present. The 6" x 1" strip had three holes or tears, but none appeared associated with the sutured sites binding the 6" x 1" strip to the 6" x 4" section. Conclusion: no conclusion can be drawn at this time. The circumstances and force required to cause the three holes in the 6" x 1" mesh section could not be determined. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 05/02/2011. (B)(4) - recurrent hernia. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an inguinal hernia repair on (B)(6) 2011 and mesh was used. The patient experienced a recurrent hernia on (B)(6) 2011. A reoperation was performed and another mesh was used to repair the hernia.